Event description:
Literature was reviewed regarding 'spontaneous delayed migration or shortening after pipeline embolization device treatment of intracranial aneurysm: incidence, management, and risk factors' (page 1). The time frame of this study was from april 2016 to april 2022 (page 2). Multiple manufacturers' devices were used in the study population. The following medtronic devices were used: ¿ pipeline embolization device (ped) ¿ marksman microcatheter ¿ phenom-27 microcatheter ¿ echelon-10 microcatheter (pages 1 and 2) deaths occurred in the study population: no deaths occurred in the study population. Among patient adverse events included: ¿ patient outcome: ¿ total cohort: 790 patients treated with peds. ¿ sdms (spontaneous delayed migration or shortening): 24 (3.04%) patients. Eighteen of the 24 patients had type I sdms and did not require retreatment, while the remaining six patients had type ii sdms and all received retreatment. Sdms type I refers to the ped shortening or migration during angiography follow-up but it still completely covers the aneurysm neck, while sdms type ii refers to the ped shortening or migration during angiography follow-up, and does not completely cover the aneurysm neck or the end of the ped falls into the aneurysmal sac. Six of the 24 sdmss were with ped classic devices, and 18 were ped flex. ¿ complications in the non-sdms group: ¿ intraoperative complications: ¿ intraoperative aneurysm rupture: 3 patients. ¿ acute thrombotic events: 6 patients. ¿ postoperative complications: ¿ delayed aneurysm rupture or distal intraparenchymal hemorrhage: 11 cases. ¿ major stroke: 3 cases. Postoperative major ischemic stroke was defined as a change in the national institutes of health stroke scale (nihss) score of >4 points that lasted for >7 days. ¿ minor stroke: 7 cases. Postoperative minor stroke was defined as a change in the nihss score of =4 that lasted for < 7 days or a transient neurological deficit with or without imaging evidence. ¿ postoperative hemorrhage stroke: 9 cases. ¿ transient ischemic attack: 9 cases. ¿ in-stent stenosis: 28 cases. ¿ complications in the sdms group: ¿ one intraoperative acute thrombotic event. ¿ one case of minor stroke. ¿ one case of transient ischemic attack. ¿ one case of in-stent stenosis ¿ balloon angioplasty to improve ped wall apposition was performed in 23 patients in the non-sdms group, and 3 patients in the sdms group. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-marksman (unknown); product type: ; implant date n/a; explant date n/a product ID (unknown); product type: ; implant date ; explant date product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: dong, l., wang, c., wei, d., peng, q., wu, x., chen, x., li, m., li, t., liu, h., zhao, y., duan, r., jin, w., zhang, y., wang, y., & lv, m.. Spontaneous delayed migration or shortening after pipeline embolization device treatment of intracranial aneurysm: incidence, management, and risk factors. Journal of neurointerventional surgery april 2024. Doi:10.1136/jnis-2024-021535 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.